Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer on their nose. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience cancer on their nose. The patient did not report to receive medical intervention. Additional information was received and added to the report. The device was returned to the product investigation laboratory on 06/21/2023 for further evaluation. The device was evaluated on 10/17/2023. The device was evaluated. The internal and external aspect of the device was inspected. During the investigation, the manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, p4 power connector. Hairlike substance was found on the inside of the top enclosure. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 4 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation but manufacturer did observe dust/dirt contamination in the airpath, likely from a source external to the device

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience cancer on their nose. There was no medical intervention required by the patient.the reported event of  cancer on their nose. And its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.       Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem.  Section h1 has changed to reflect a malfunction.  Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.